Event description:
It was reported that, "there was no problem with the implant. Patella was tracking improperly so doctor did a lateral release and replaced symmetric with asymmetric patella."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. Additional; info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.